Event description:
It was reported that during an implant attempt, the physician was experiencing difficulty placing the atrial lead. After several attempts the lead was removed and the helix was deformed and had tissue stuck in it. Another lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. Analysis revealed that the helix/lobe was distorted/bent. It was also noted that there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.